Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was intermittently malfunctioning, and the wiring was observed to be visibly damaged. A field service engineer (fse) identified a failure of the jadak scanner with visible damage noted on the scanner cable. The universal serial bus (usb) cable was replaced, and the scanner was tested by scanning multiple barcodes. All tests were completed successfully with normal operation confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station scanner was intermittently malfunctioning, and the wiring was observed to be visibly damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.